Event description:
Patient reported experiencing an increase in seizures recently. No other relevant information has been received to date.

Event description:
Additional information received from the physician noting that the patient is doing fine and the vns does not appear to be causing any issues like initially. The reported events were related to external factors and not the vns and the increase in seizures was back to pre-vns baseline levels. No intervention has been planned or taken for the events.